Event description:
The customer reported that the touchscreen didn't work. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the touchscreen revealed no signs of damage or contamination. The customer returned touchscreen was installed into an fi test gui and the gui was attached to an fi test ventilator. The fi test ventilator was booted into diagnostic mode and three (3) touchscreen calibration cycles were performed with no errors produced. The touchscreen diagnostics was run without producing failures. The controls test 3 was performed and passed. The fi test ventilator was booted into normal ventilation mode and delivered breaths. The power was cycled on and off 15 times and did not produce any failures. The touchscreen was exercised by entering different menus and changing the settings and no failures were produced. The customer returned touchscreen was allowed to run for approximately four (4) hours to verify continuous operation an no errors were generated. The touchscreen calibration test was run again and passed with no failures produced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned touchscreen was tested and no failures were identified.